Event description:
The customer reports: after puncture, the needle detached from the hub and the needle was inside the patient. The puncture was without complications and no force applied. The needle was removed from the patient. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4). No complaint sample was returned by the customer; however, the customer provided four photos. Significant evidence of use can be observed in the photos. The customer reported defect can be confirmed from the photos; however, a potential root cause cannot be determined without the sample returned to evaluate. The customer complaint of a needle hub detached from the cannula was confirmed based on provided photos. However, complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. The device (catalog#) is not sold in the us. Similar device/component sold in the us.

Event description:
The customer reports: after puncture, the needle detached from the hub and the needle was inside the patient. The puncture was without complications and no force applied. The needle was removed from the patient. The patient condition is reported as fine.